Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt sustained a fall and the wound "eventually became necrotic." It was not post-surgical infection. The pump was explanted. The pt recovered without sequela. The medication being delivered via the device sys was morphine.